Event description:
The complainant reported that the contrast management set had air in the line between the manifold and the bottom of the burrette. The line was debubbled before injection. There was no harm or injury to the patient. The complainant also stated that they had problems with the device 4 other times, but could not provide details for any other events.

Manufacturer narrative:
Eval conclusions: the suspect device involved in this incident is being returned to merit for evaluation. A follow-up report will be submitted went the device has been returned and the investigation is completed.